Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the host pc was defective. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspect the system onsite and identified that host pc was having issues. Review of the system log file identified a gap in the logging around the time of the event, which as the host pc was responsible for maintaining the logging, indirectly indicated a host pc related issues. Upon troubleshooting, fse found defective drive bay. To resolve this issue, the second drive bay was used until fsca is implemented. After which, the system was returned to use in good working order. The codes were updated based on investigation outcome.